Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision tkr; dr (B)(6) - (B)(6) hospital (B)(6) 2018 - patient underwent primary total knee replacement ; primary date to be confirmed, where a pfc ps fixed implant was utilized (dr (B)(6)). Patient has reported that since the primary surgery she has been very unhappy with her knee, experiencing both pain and instability from day 1. Previous surgical notes have not been made available but x rays indicated some form of issue with the extensor mechanism; with patella alto and anchors visible on x ray (indicating possible patella tendon pull off or rupture. On opening the knee (dr (B)(6), (B)(6), (B)(6) 2018) the femoral and tibial components were found to be well fixed. The knee was unstable through a range of motion with imbalanced gaps through both extension and flexion. Components were removed and an attune revision implant utilised. Femoral component was externally rotated by approx 8 degrees to balance the flexion gap. Knee was stable through the range. Patella component was revised and the patella tendon repaired utilising a lars ligament. Female patient initials (B)(6), aged (B)(6), dob: (B)(6). Discarded unknown jrn: 1 x pfc ps femoral component . Discarded unknown jrn: 1 x pfc dome patella. Discarded unknown jrn: 1 x 12032904 - pfc ps insert fixed size 3 10mm.

Manufacturer narrative:
Investigation summary: the device associated with this report was not returned for evaluation. Photographs were provided for review. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.